Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2012: the patient presented with the following pre-op diagnosis: l4-5 high grade stenosis and central disc protrusion. The patient underwent the following procedures: bilateral l4 decompression, l4-5 discectomy, pedicle screw fixation, l4-5 lateral mass fusion, removal of old hardware, l5-s1 level. As per the operative notes, ¿local autologous bone with morselized denuded soft tissue was used as a filling, bmp(bone morphogenic p rotein)-soaked sponges were laid over lateral mass, transverse processes of l4-5 bilaterally.¿ no intra-operative complications were reported.